Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the short bevel 35 degree wand tip broke. It is if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned instrument showed no manufacturing abnormalities. The electrodes had been heavily used but none were missing. The tip had no defect. Bio debris was present. The clear coating wrap was deformed and torn from contact with other sharp instruments. The lower back of the handle had been separated. Product was out of the original packaging and no packaging returned. A functional evaluation was performed on the returned device and found that the device displayed settings (1,6) when plugged in. Plasma and coagulation were generated as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include pressing the coating against rough or sharp surfaces. No containment or corrective actions are recommended at this time.